Event description:
It was reported the distal portion of the catheter was replaced on (B)(6) 2013. The patient had discomfort and irritation with a shooting pain down their leg. A catheter dye study determined the distal portion of the catheter had made a "u turn." The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).